Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported image loss could not be confirmed; however, service observed a noisy image due to a faulty video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over eight (8) years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the indicated phenomenon was caused by the failure of the video connector socket; however, the root cause of the failure of the video connector socket could not be determined. In addition, service also found one (1) screw was missing from the cord holder. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during a ureteroscopic procedure, the video connector socket of the evis exera ii video system center was loose and there was no image when connecting the scope. After several attempts to disconnect and reconnect the scope, the image was restored, and the device was used to complete the intended procedure without any further issues. There was no patient harm or user injury reported due to the event.